Event description:
On (B)(6) 2018, a 25mm epic heart valve was implanted. After implant, significant paravalvular leakage was identified, and the valve was explanted. The valve was replaced with a 25mm ttk mechanical heart valve and the patient is reported to be stable.

Manufacturer narrative:
An event of paravalvular leakage was reported. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated "significant calcification in the annulus."